Event description:
The complainant reported the automated impella controller (aic) had an air purge system alarm. The aic was removed and replaced. The aic has been sent back for investigation.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.